Event description:
It was reported the patient experienced erosion over the stimloc cap area. The cap was removed, and replaced with a hydroseal. The patient was recovering, and the health care provider planned to decide at a later date whether to proceed with the implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_stimloc_acc lot# serial# implanted: explanted: product typ accessory product ID 7482a51 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ extension product ID 3387s-40 lot# v252498 serial# implanted: 20 09-(B)(6) explanted: product typ lead product ID 3387-40 lot# j0306938v serial# implanted: 2003-(B)(6) explanted: product typ lead. (B)(4).